Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned multi-link rx vision stent delivery system (sds) noted blood visible in the guide wire lumen consistent with the sds advanced over a guide wire. The stent implant was returned dislodged from the sds, confirming the reported information. There was no damage noted to the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. The inner diameter of the protective sheath and stent outer diameters were measured and met manufacturing criteria. It was reported the distal part of the shaft was soaked with saline before removing the protective sheath, which likely contributed to the reported difficulties. It should be noted the instructions for use (IFU) states to remove the protective sheath from the tip. Do not manipulate the stent with your fingers as this may loosen the stent from the delivery system. Connect the syringe filled with heparnized normal saline to flushing tool included in the pouch, and flush the guide wire lumen inserting the flushing tool into the tip of the catheter. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported stent dislodgement appears to be related to the operational context of the procedure. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that after removing the protective sheath, an attempt was being made to insert the proximal end of the guide wire into the tip of the vision stent delivery system when it was noted the stent implant was not on the balloon. The stent implant was found inside the proximal part of the protective sheath, adhered to the inner lumen of the sheath. There was no patient involvement. No additional information was provided.